Manufacturer narrative:
The lead segment was received for analysis. This report will be updated when laboratory analysis is complete.

Event description:
It was reported that a lead revision procedure was performed due to high, out-of-range pacing impedance measurements on the right atrial (ra) lead and non-physiologic noise on the right ventricular (rv) lead. The ra lead was found to have insulation damage with exposed conductor coils. No obvious damage was observed on the rv lead. Both leads were cut and the proximal segments were intended to be returned for analysis. The current device was also explanted and replaced, and a new, non-boston scientific rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead segment was received for analysis. This report will be updated when laboratory analysis is complete. Upon receipt at our post market quality assurance laboratory, a proximal segment of lead was received, severed 244 mm from the terminal pin. Insulation abrasion was observed, consistent with lead-on-lead contact. The surface abrasion was not through to the conductor. Analysis confirmed the inner conductor coil was fractured 240-241 mm from the terminal pin. It was noted only one out of the three filars was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Laboratory analysis concluded the cause of the noise was likely due to the fractured conductor.

Event description:
It was reported that a lead revision procedure was performed due to high, out-of-range pacing impedance measurements on the right atrial (ra) lead and non-physiologic noise on the right ventricular (rv) lead. The ra lead was found to have insulation damage with exposed conductor coils. No obvious damage was observed on the rv lead. Both leads were cut and the proximal segments were intended to be returned for analysis. The current device was also explanted and replaced, and a new, non-boston scientific rv lead was implanted. No additional adverse patient effects were reported.